Event description:
On multiple occasions over past few weeks staff members in renal dialysis unit have experienced problems with seepage of blood, dialysis fluids, bicarb and cleaning fluids through non-latex powder free gloves. This has resulted in exposure of staff to bodily fluids. Often noted after staff had been applying manual pressure to access sites. Distributor notified. Site visit. Stated gloves not intended for this use.